Event description:
It was reported that during a laparoscopic anterior resection procedure that the device cannot be closed with a click within the cavity after introducing it thru the trocar. Upon closer inspection the staples were formed in the "b" shape around distal rectal area without firing of the gun. A 2nd blue reload was used and the closing and firing triggers were working, but when the release button was depressed there was a gapping hole with no staples formed. A 3rd blue reload was used in the same gun and it worked. Another like device was used to fire distally to clear margins for rectal stump. Patient is doing fine but still under observation.